Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address the low bg prior to the ER visit. Customer received a urine test, blood work, chest x-ray, bg monitoring, and an electrocardiogram while in the ER. Additional treatment was not provided while the customer was in the ER. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. The cause for the reported issue was unknown. Tandem technical support reviewed pump data and determined the pump functioned as intended. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management